Event description:
It was reported that there was a cgm error. The customer's blood glucose level was within the normal range. The customer received assistance from technical support, who provided information for a pump reset and guided the customer through the process. After the reset, the error code did not reappear, and the customer successfully started their sensor session.